Event description:
Procedure: lobectomy. According to the reporter: the jaws did not open after firing. The instrument was resected with the use of another device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer allegedly received the following results on the aviva system within 10 minutes: 375 mg/dl and 129 mg/dl. No actions taken based upon results. No adverse event reported. Requested return of suspect device and replacement was sent.